Event description:
After successful implant of a deep brain stimulation system, a routine post-operative MRI showed no signs of alternation and no lesions. The patient experienced good benefit from the stimulator for the one month following implant. After, the patient fell and had unstable posture. An MRI revealed edema around the lead only at the cortical level. Failing and postural inability worsened. Another MRI was performed four months later which showed expansion of the edema. Edema was present along almost the entire lead from the cortical level downwards and intracranially to the distal end of the lead. At the time of this report the lead remained implanted and the patient's physicians were considering options for treating the edema without having to explant the lead. If the edema continued to progress and a solution was unavailable then the lead would be explanted.